Event description:
It was reported that the patient presented to hospital with intermittent phrenic stimulation and a chest x-ray indicating that the atrial lead had pulled back into superior vena cava (svc). The lead was repositioned to the anterior lateral atrial wall. In this position, the lead had minimal current of injury and variable sensing. The pocket was closed and a chest x-ray an hour later revealed that the slack had once again diminished and there appeared to be tension where the lead was pulling back from the tissue. The lead was repositioned a second time and this time good measurements were obtained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.